Event description:
Customer reportedly obtained results of 145 mg/dl, 302 mg/dl and 62 mg/dl on the advantage system within 10 minutes. Customer drank juice in response to symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.